Manufacturer narrative:
On august 30, 2023, mentor received the following information: patient identifier, date of event, date of implantation, and patient's ethnicity. These have been populated accordingly. In addition, mentor also became aware that the suspect medical device was a 275cc mentor smooth round moderate profile saline catalog: 3501640. The patient suffered left breast implant deflation. It was replaced with a 75cc mentor smooth round moderate profile saline (catalog: 3501640 lot: 9734527 sn: (B)(6). Reason for device explant and/or reoperation: deflation.

Manufacturer narrative:
On november 2, 2023, the mentor failure analysis lab received the device for evaluation. On november 9, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 275cc breast implant was found to have a tear on the union between the shell and the patch. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
Section e 1. Initial reporter phone: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with an unspecified mentor saline breast prosthesis and an unspecified incidence occurred. As a result, the patient underwent breast implant removal surgery on (B)(6) 2023. A supplemental report will be submitted when additional information is provided.